Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultramini meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2013 at 9:00 a. M. At an unspecified date/time, the patient reported obtaining a blood glucose reading of ¿230 mg/dl¿ on the subject meter. It is not known what medications, if any, the patient takes to manage his diabetes. At an unspecified time on (B)(6) 2013, the patient mentioned he exercised as a result of the alleged inaccurate result(s). Three hours after the alleged issue occurred, the patient stated he began to feel ¿faint, black out, and shake¿. On (B)(6) 2013 at 3:00 p.m., the patient stated he went into the emergency room (ER) and was given some insulin (unknown dosage) by a health care professional (hcp). At an unspecified time, the patient¿s blood glucose was tested by the lab and he obtained a reading of ¿42 mg/dl.¿ it is not known if the patient received any treatment after the blood glucose was obtained from the lab. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/10/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.